Manufacturer narrative:
Reference: voluntary medwatch report # mw5155616.

Event description:
It was reported that the patient presented for revision of the right ventricular lead due to loss of capture and high pacing impedance. No further information was available.